Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported "upstream occlusion failed" which was reproduced during evaluation as the device failed the upstream occlusion testing. The reported condition was verified. The cause was determined to be an out of specification and failed calibration ultrasonic sensor. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a failed upstream occlusion. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.